Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00705. The pt's scs system includes two percutaneous leads from different lots. It was reported the pt was experiencing abdominal stimulation. Prior to the onset of the stimulation issue, the pt reportedly engaged in bending movements and experienced a fall. An x-ray was taken which revealed one of the leads had migrated. Surgical intervention was undertaken to reposition the affected lead. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.